Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered and inappropriate shock due to low amplitude of the r wave, noise and oversensing. Due to this the patient was hospitalized. The system was evaluated and no noise was detected on the alternate vector. Based on the evaluation results, it was decided to reprogram the device from the primary vector to the alternate vector. This device remains in service. No further adverse patient effects were reported.